Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 522 mg/dl. The customer also reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown. The customer stated the pump seemed to give more or less that the correction need. The customer did not want to troubleshoot the pump. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 100 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the drive support cap is sticking out. The customer stated that he has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised the possible cause of the alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform the prime and excessive no delivery alarm tests due to prime anomaly. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.